Manufacturer narrative:
Age at the time of event: the mean age was 78 years, with 51% of patients aged 80 or over. (B)(4). Additional manufacturer narrative: peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Although there have been attempts to receive further information regarding the event, no additional details were provided. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. The device history record (DHR) review was not able to be completed as information regarding this device remains unknown. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
(B)(4). One hundred four (104) consecutive patients (between july 2014 to october 2016) underwent aortic valve replacement with the edwards intuity elite valve, via either full sternotomy, or a minimally invasive approach. The mean age was 78 years, with 51% of patients aged 80 or over. The valves were inserted successfully in all patients, where 46% also have concomitant procedures. No patients had severe paravalvular leak. Through the conference, edwards learned that seven (7) pacemakers were implanted (rate of 6.73%). In conclusion, "the edwards intuity elite valve is easy to implant via minimally invasive surgery with excellent safety and reproducible results. The valve also performs well, haemodynamically with low gradients..."